Event description:
During an atrial tachycardia procedure, a pericardial effusion requiring pericardiocentesis occurred. During ablation, the patient became hypotensive, and physician performed an ultrasound which confirmed a pericardial effusion. The location and when the pericardial effusion occurred is unknown. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.